Manufacturer narrative:
The event occurred at (B)(6) hospital in (B)(6). (B)(4). Approximate age of device ¿ 1 year and 1 month. The reported pump stop events can be confirmed based on the evaluation of the submitted log file; however, a specific cause for the events cannot be determined. The evaluation could not determine the length of the pump stoppages due to clock reset from loss of power support. The pump resumed operation at the fixed speed after the events without issues. The account communicated that the second pump stoppage captured in the log file was resulted from mistakenly disconnecting the patient cable from the power module by the patient. The patient remains ongoing on vad support and no further related issues have been reported. The heartmate ii instructions for use warns that the pump will stop if the patient cable was disconnected from the power module during operation. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that a pump stoppage occurred when the patient mistakenly disconnected the power module patient cable from the power module. No further information was provided.